Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with neuro-muscular scoliosis; and underwent posterior open spinal surgery at t3-s1. Intr a-op, the surgeon was not sure if he had used the correct implant. He was not able to break-off the alleged set screw correctly. Allegedly, the set screw could not be fixated to the hook as expected. There was also some metal debris from the set screw, which was removed from the patient. No patient complications were reported as a result of this event.